Event description:
It was reported that during unpacking the taxus liberte drug eluting stent, stent damage was noted. After opening the package, it was noted that the distal stent struts were "open and irregular". The procedure was completed with another of the same device. No pt complications were reported and the pt was reported to be "stable".